Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic splenectomy, on the splenic artery, the clips fell into the patient and were retrieved. They replaced one clip to complete the case. There was no patient injury.